Event description:
The customer reported a diluent and blood fluid leak of approximately 10ml from the baths on a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/20/2015. The fse found the white blood cell (wbc) and red blood cell (rbc) baths overflowing due to a defective waste pump. The fse replaced the waste pump and the instrument ran without any leaks. The fse also observed wbc voteouts (non-numeric results). He replaced the wbc bath, which fixed the wbc voteouts. The repairs were verified per established service procedures. (B)(4).